Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
It was reported that the securing mechanism of an ozark 3 level plate disassembled and two ozark screws migrated, approximately one year post-operatively. Revision surgery has occurred. This report represents the second of the two screws.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that the securing mechanism of an ozark 3 level plate disassembled and two ozark screws migrated, approximately one year post-operatively. Revision surgery has occurred. This report represents the second of the two screws.